Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response which accelerated the rhythm to ventricular fibrillation (vf). It was also reported that the patient was syncopal. A second therapy converted the rhythm to normal sinus rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.